Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer exposed their insulin pump to fluid. The customer reported wearing their cracked insulin pump into the pool. Customer stated there was water under the casing and their buttons were unresponsive. The customer also reported condensation inside their insulin pump. Customer has removed their battery to clean out the insulin pump. Customer's blood glucose was 110 mg/dl. The customer could not troubleshoot as their keypad was unresponsive. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at the display window corners, case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip.